Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the thumb advancer could only be advanced half way; it could not be advanced further and did not engage into the window. The physician retracted the thumb advancer and slid the safety release button to close the locator wings and then withdrew the device. No further problems were experienced. Manual arterial compression was successfully applied to the patient's groin to achieve hemostasis. There was no adverse patient sequela. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of thumb advancer advanced half way only was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.